Event description:
It was reported that during a tibial plateau leveling osteotomy procedure that the right button on the small battery drive used to release the attachment is stuck, taking 5 to 10 minutes to release sometimes. There was a 20 minute delay in surgery in this case, because the attachment could not be removed. The small battery drive makes a sound when turned while it is running. It is suspected that heavy vibrations are causing connection issues. Surgery was completed successfully without the use of the device. In addition it was reported that an unknown collette attachment gets hot and does not get enough torque to drive pin into the bone. The part and lot of the collette attachment is unknown. This report is on (1) collette attachment. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device used in veterinary case. No patient information will be reported. This report is on (1) unknown collette attachment, part and lot number are unknown. Without a part number provided the 510k number is not available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)